Event description:
Update: additional info provided 9/05 noted that according to the pt, the following is alleged to have occurred: last had complaint 7/29/05 -- shortness of breath (lung collapsed). Last had complaint 8/10, 11 & 12 of'05 -- stomach pain (pelvis area) with swelling of legs and hips. Ongoing -- stomach swelling, chills and fever.

Event description:
It was reported that on september 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. Shortly following pt's surgery, pt developed "extreme pain, swelling, and other serious injuries." The pt "suffered and continues to suffer severe injuries."